Event description:
It is reported that the drill bit became disengaged from the shaft and had to be retrieved from the wound.

Manufacturer narrative:
Evaluation: no product was returned. It is alleged that the drill bits come loose, which could be and issue with the adaptor. The lot number was not provided, so the device history records could not be pulled and reviewed for conformance. It is likely that the instrument failed due to (but not limited to) one of the following situations: excessive force that may have applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, or low speed/high torque of operation/ without further surgical information, the exact cause cannot be determined with certainty. The potential field age of the instrument is unknown. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.